Manufacturer narrative:
Additional information: age and date of birth and ethnicity and race: unknown as information was not provided. Date implanted: not applicable as the iol was not implanted. Date explanted: not applicable as the iol was not implanted. The device was not returned for analysis as the product was discarded, therefore, a failure analysis of the complaint device cannot be completed. A review of the device/lot history record and historical data analysis for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted

Event description:
Patient implant card was received indicating the intraocular lens (iol) was explanted. Through follow-up, additional information was received clarifying the iol was partially placed in the patient¿s ocular sinister (left eye) and removed during the same procedure; the doctor discovered iol was too big. Another johnson & johnson za9003 lens (different model and same diopter) was implanted as a replacement. There was no patient injury. The lens is not being returned as it was discarded. No further information was provided.